Event description:
Quoted from hosp communication: "a tubing was piggybacked into an existing line with use of the b-d interlink (lever lock cannula). This lever lock cannula is not a luer lock device, the tubing is, but not the "clothespin" cannula. This occurred at the facility the pt was fairly active causing the tubing to come apart. Pt exsanguinated as tubing was hooked into a single lumen dialysis line." Furhter info: pt's hg dropped 4 gms and was replaced by 130cc prbcs. Pt is doing well with no further treatment for this incident.